Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry). On (B)(6) 2011 the expected residual volume was 9.9ml and they recovered 13ml. On (B)(6) 2011 the expected residual volume was 9.6ml and they recovered 14ml. On (B)(6) 2011 the expected residual volume was 7.5ml and they recovered 12ml. On (B)(6) 2011 the expected residual volume was 11.1ml and they recovered 15ml. The root cause for volume discrepancies was undetermined however patients pump and catheter were replaced on (B)(6) 2012.

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving morphine 20.0 mg/ml; 20.755 mg/day and compounded baclofen 340.0 mcg/ml; 352.83 mcg/day via an implantable pump. Programming date from most recent refill prior to event was (B)(6) 2011. Indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2011 the patient experienced increased pain, "pain seems to be worse". A volume discrepancy occurred during a refill. On (B)(6) 2011 the patient reported a car accident happened on (B)(6) 2011. The patient reported significantly increased pain. On (B)(6) 2011 a volume discrepancy occurred and the patient reported an increase in pain and numbness in their lower and upper extremities. The patient did not have withdrawal symptoms. On (B)(6) 2011 the physician evaluated the patient to investigate the possibility that the pump's catheter or the pump itself had been injured by the accident. An x-ray was performed (B)(6) 2011 with normal results. The catheter was in place. Telemetry was performed on the pump; no alarm status. On (B)(6) 2011 the pump was increased. On (B)(6) 2011 the pump increase helped his pain for a few days, and then the pain returned. Another volume discrepancy reported. On (B)(6) 2011 the pump was increased. On (B)(6) 2011 a volume discrepancy occurred. The outcome was resolved without sequelae (B)(6) 2012. Etiology was unlikely related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.